Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown. After turning pump on, tandem technical support instructed customer to reload the cartridge to resume insulin delivery. There was no reported impact to customer's blood glucose.